Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure, stent inadequate apposition and stent thrombosis occurred. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). The target lesion was treated with pre-dilation and placement of a promus premier stent. Post-dilation was performed. One day post index procedure, stent thrombosis was identified by angiogram. The clot was sucked out and then stent inadequate apposition was identified by intravascular ultrasound. The event was resolved and the patient¿s status was fine.